Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they were seen by their dentist and provided a letter of recommendation. In the letter the dentist states the patient's lower aligner does not fit and cannot be made to fit, I would not try to make it fit as it could damage lower teeth. The dentist recommended invisalign would be the best option for the patient. The dentist does not recommend the patient to continue with current alignment path.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.